Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient presented with fiber/debris under the flap of the right eye one week post uneventful lasik. A flap lift and rise was performed. The patient was seen in follow up and noted the interface was clear with no debris. No additional information available.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).